Event description:
Reporter alleged the customer was found unresponsive at 9:30 am; however, when testing their blood glucose, it measured hi on the advantage system. The reporter stated the paramedics were called, timeframe afterwards not provided, and measured 23 mg/dl on the paramedics' blood glucose meter. As a result of the test, the customer was reportedly treated by paramedics with an IV of d50 glucose and transported to the hospital; however, treatment while there was not provided. Reporter indicated the customer's glucose reading had been in the 500s mg/dl for days before the alleged incident; however, no actions were taken as a result. It was stated the customer continued to take normal medications and have normal food intake, but the location of the alleged incident was not provided. Customer stated the test strips being used with the system at the time of the alleged incident were expired. A request was made for the return of suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 545478 with an expiration date of 10-31-02.